Event description:
Generator states "device not selected, poor connection, bad device, needle selected". Would not purge until disconnected thermopad from generator. Could not finish procedure with device. Finished procedure with an xl device but patient did not get complete ablation.